Event description:
These pre-gelled electrodes are used in the new born ICU. Seven babies have experienced blister formation directly under the electrode within 24 hrs of their application. All wounds were cultured and infants were placed on antibiotics. The only lot# involved was #3411. The MFR was notified and the stock will be exchanged.